Manufacturer narrative:
The returned product was noted to have proteinaceous debris within the interior and exterior of the connector. A small tear was noted in the connector in between the bottom sheeting and the connection that attaches to the valve. The instructions for use that accompany the device caution that ¿improper handling or use of instruments when implanting shunt products may result in the cutting, slitting, crushing or breaking of components¿. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was leaking fluid from around one of the connection points intraoperatively. According to the report, the leakage was copious. Reportedly, a replacement product was used to complete the surgery and there was no injury to the patient.